Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with bard pelvicol implantation due to sui, rectocele and enterocele. It was reported that patient underwent mccall implantation, hysterectomy/ bso, rectus fascia harvest through a midline low abdominal incision, laparotomy, right urethrolysis, abdominal sacropexy with rectus fascia graft, posterior colpoperineorrhaphy, and cystoscopy on 06/09/2003 due to rectocele, enterocele and sui. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, urinary retention and recurrent urinary tract infections.